Event description:
Initially reported by an allergan sales rep, for the surgeon, as erosion and a defective lap-band tubing. Follow-up with the surgeon clarified that a port infection had occurred and the complete lap-band system was explanted. In addition, the removed tubing was found "crumbling".

Manufacturer narrative:
Taper ii, visual examination of the returned device determined to access port tubing connector to be a taper ii. Analysis of the device noted breakage of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). The breakage of the band tubing was noted as curved opening and brittle tubing and may wear-related as there is no clear evidence of surgical damage to this section of the lap-band system. In addition, device analysis noted damages, with striations, to the shell and ring and the buckle of the band that appear to have been caused by a surgical instrument. Performance tests indicated no blockage and no resistance to flow and no leakage could be confirmed. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of a leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing. When adjusting band volume, use of an inappropriate needle may cause access port leakage and require re-operation to replace the port. The band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."